Event description:
It was reported that the iab was inserted in the cath lab with some difficulty. At the onset of pumping, a "kinked catheter" alarm and "inflation difficulty" alarm were experienced. Because of this, the iab was removed and replaced. There were no patient complications.